Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of air valve liftoff failure, patient wye not blocked, and air valve stuck closed. The customer reported there was no patient involvement.

Manufacturer narrative:
No patient information provided by the customer. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. It is unknown if there was a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Customer reported that the unit has an error code message of air valve liftoff failure, patient wye not blocked, and air valve stuck closed. The customer reported there was no patient involvement.